Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found shoulder kit from lot 20200910 was received out of packaging. There was a hair on the cuff, the customer had place tape over it to secure it. A review the customer provided image showed the kit out of package with a hair on the hair on the cuff. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. It was determined this was a isolated issue. A review of the material specifications found the assembly is visual inspected to ensure acceptable quality. The complaint was confirmed, but the root cause could not be determined with certainty. Factors that could have contributed to the reported event include the contact with foreign objects during manufacturing, packaging or once opened. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the staff found that the cuff was mixed with a hair when the package was opened. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.